Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the device met specifications during evaluation. During evaluation, there were no faults of functionality. Device passed testing. No repairs were made as the device was scrapped. The device history record review and labeling was not required as the reported event was unconfirmed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that patient was an organ donor and had to achieve temperature of 36c to evaluate. Rewarm started the previous afternoon and patient reached 36c at approximately 3:30am. However, the patient temperature had dropped since then. Patient was now 35c, target temperature was changed to 37c, water temperature was 40c and flow rate was 2.7lpm. User changed target temperature and restarted rewarm to try to get the patient temperature up. It was confirmed that the patient had bair hugger on. They recently placed bair hugger and warm blankets on patient. No medications were administered to this patient. Patient was 62 kg with medium pads in place. Representative showed the user how to increase high water limit to 42c and recommended nurse to double check protocol to confirm that can make this change.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that patient was an organ donor and had to achieve temperature of 36c to evaluate. Rewarm started the previous afternoon and patient reached 36c at approximately 3:30am. However, the patient temperature had dropped since then. Patient was now 35c, target temperature was changed to 37c, water temperature was 40c and flow rate was 2.7lpm. User changed target temperature and restarted rewarm to try to get the patient temperature up. It was confirmed that the patient had bair hugger on. They recently placed bair hugger and warm blankets on patient. No medications were administered to this patient. Patient was 62 kg with medium pads in place. Representative showed the user how to increase high water limit to 42c and recommended nurse to double check protocol to confirm that can make this change.